Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver lobectomy, the staples did not deploy. The patient had to receive blood. A new stapler was fired and a double suture line over.